Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair records for pn 00770301500 determined the cutters failed the test cut. The cutter gears and collars were replaced and resolved the reported issue. Review of the device history record for pn 00770301500 identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh taken from previously recovered cadaver skin, as the cutter was producing incomplete mesh. The event occurred at a cadaver skin bank; therefore, there was no patient involvement. No adverse events were reported as a result of this malfunction.